Event description:
A device report from (B)(4) indicated a hospital in (B)(6) reported: patient was implanted with a va-lcp dhp plate on an unknown date. Patient experienced a severe spasm due to parkinson's disease and the plate broke post operatively on an unknown date. Patient was returned to operating room, date unknown, and the place was removed. This is 2 of 2 reports.

Manufacturer narrative:
Without a lot number, the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.